Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device battery voltage measured 2.68v and had measured 2.86v seven months earlier. An accelerated battery depletion was questioned. The device remains in use. No patient complications have been reported as a result of this event.